Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information including images, results of lot history records review, and referring to known similar events, it was presumed that tension or torsion generated with guide wire manipulation might have been locally accumulated on the subject chikai x 010 guide wire while its distal segment was caught due to anatomical conditions. Consequently, the guide wire was fractured and detached. Although it was concluded that this event was not attributed to product quality, it was concluded that fragment left in situ is a health hazards. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] damage such as separation.

Event description:
It was reported that attempts were made but difficult to advance an asahi chikai x 010 guide wire to the target lesion during a tumor embolization in the upper carotid artery (ca). The anchor balloon technique was used but unsuccessful. When the balloon catheter was replaced with a new one and an attempt was again about to made, hydrophilic coating of the subject chikai x 010, removed ex situ, was found damaged. The distal segment of the guide wire was also found detached. It was informed that the procedure was continued with a different guide wire and completed without problem. It was also informed that the patient outcome was great.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. As it was concluded that the reported event was not about the subject product, we would like to report the following changes from the initial report in addtion to the information updated in this follow-up report: b1: report type - from adverse event and product problem both checked to both unchecked. B2: outcomes attributed to adverse event - from disability or permanent damage checked to unchecked. H1: type of reportable event - from serious injury checked to unchecked. The reported chikai x 010 guide wire was returned for investigation. The returned chikai x 010 guide wire was found bent at approximately 150mm from the wire tip. There were no other such anomalies as fracture or significant damage which could be related to the reported event. Tactile inspection was performed by moistening the returned guide wire with tap water. Wire lubricity was confirmed to be intact without significant deterioration of sliding ability or surface roughness. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the investigation outcome, no anomaly that could be related to the reported event was found. As lot history record review revealed no anomaly, it was concluded that the reported event was not about the subject chikai x 010 guide wire. CAPA: as it was concluded that the reported event was not about the subject product, no CAPA will be taken.